Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. Device was discarded at user facility. Therefore, direct product analysis could not be performed. Instructions for use for gore® viabahn® endoprosthesis (IFU) state: contraindications: the gore® viabahn® endoprosthesis is contraindicated for non-compliant lesions where full expansion of an angioplasty balloon catheter was not achieved during pre-dilatation, or where lesions cannot be dilated sufficiently to allow passage of the delivery system. Warnings: special care should be taken to ensure that the appropriate size endoprosthesis, compatible sheath and guidewire are selected prior to introduction. Native vessel dimensions must be accurately measured, not estimated.

Event description:
The following was reported to gore: patient presented for a-v outflow treatment of two stenotic areas in the axillary vein. An 8fr sheath was used to advance the gore® viabahn® endoprosthesis. The first stenotic section was crossed and dilated with no issues. A viabahn device (8 x 10) was deployed with no issues. The second section was extremely focal stenosis that did not yield to dilation. However, the physician was able to advance the second viabahn device (8 x 5) through the narrowing in the axillary vein. The viabahn device was deployed and it conformed to the vessel wall. After device was deployed, the delivery catheter could not be withdrawn as it was stuck inside the deployed device. The patient was transferred to a hospital. The deployed viabahn device and catheter were surgically removed from the patient. The stenosis was then treated and the patient's vessel was patched. The patient was reported to be recovering well following the procedure.